Manufacturer narrative:
(B)(6). Representative samples were received from customer, (B)(4) samples from same lot# 6076660. All (B)(4) were visually and manually inspected for loose or missing IV protectors. No defects on returned samples were identified and could not confirm indicated failure mode. A DHR review was completed for lot# 6076660, all inspections were in compliance with requirements during manufacturing. Conclusion: bd was not able to duplicate or confirm customers indicated failure mode. An absolute root cause for this incident cannot be determined.

Event description:
It was reported by the customer that upon removing the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter from the package, there was no safety guard over the needle. No serious injury, blood or mucous exposure or medical intervention was reported.